Manufacturer narrative:
Customer returned insulin pump for an alleged blank display/button error alarm/moisture damage found on (B)(6) 2021. The insulin pump passed the displacement test, active current test, sleep current test and self test. All the buttons function properly. No blank display or stuck button error alarm noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No all power / battery alerts/alarms or stuck button error alarm found in the insulin pump history files or traces. Device was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the keypad assembly, electronic assembly, motor, or force sensor. The connector on electrical board 1 was locked properly during visual inspection. Device passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked select button keypad overlay and minor scratched lcd window. Blank display/keypad unresponsive/button error alarm/exposed to moisture was not confirmed. Cosmetic damage found on the keypad overlay. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that up and down button was unresponsive. Customer states that they was able to access menu bar. Customer states that using the down arrow does not allow them to navigate screen. Customer mother states that they need to push button like 7 times in order for them to work. Customer states that pump was exposed to moisture. Customer states that the black mode was inactive. Customer states that buttons was not responding after battery change. Customer also states that display was blank which return after insulin pump was restarted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.